Manufacturer narrative:
Section b & h: a letter was sent via e-mail requesting additional info concerning the reported event and info concerning the last service performed on the device prior to the event. As of the date of this report, there has been no additional info rec'd. Additionally, the viasys tech support dept provided with a return materials authorization (RMA) to return the device to our manufacturing plant for eval. As of the date of this report the device has not been rec'd.

Event description:
The following description of the event was reported to viasys on 01/09/07 via a product/vendor quality report. "Patient's wife states pt expired and equipment did not alarm".